Event description:
A baxter sales rep sent an email to baxter corporate product surveillance to report an interlink t-connector extension set in which a leak was observed. According to the report, the t-connector leaked when a nurse went to flush heparin through it when preparing it for use with a PICC line. The injection site popped out and the heparin flush leaked out around the site. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed the interlink retractable t-connector luer lock to have an inverted septum. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.